Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, the device had no problem in checking opening and closing, and when it was scheduled to be used in grisons processing, the device could not fire. They used another device to complete the case. There was no patient injury.